Event description:
During surgery the swan-ganz catheter pierced the patient's ventricle, requiring immediate removal. Manufacturer response for swan-ganz catheter, edwards lifesciences (per site reporter). There is now a national recall.